Event description:
The customer tested her blood glucose and received a reading of 400 mg/dl using her breeze2 meter. She retested using another meter and received reading of 152 mg/dl. The difference between the customer's meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's meter is to be returned for eval. A replacement meter was sent to the customer.